Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was further reported that additional information received indicated the ICD was explanted and, during the procedure, a check was performed for rv lead impedance measurements and they looked for marks on the can.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, a no reason code power on reset (por) occurred on (B)(4) 2015 02:41:07.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into power on reset (por). At the time for the por a true ventricular fibrillation (vf) episode was detected and terminated by appropriate shock therapy. During the vf episode it was noted that a short charge time occurred. It was also reported that the ICD was approaching recommended replacement time (rrt). As a result, the ICD was planned for replacement. No patient complications have been reported as a result of this event.